Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occured in the united states. It was reported that patient faced infusion set tubing detachment event on 30-oct-2025. The leakage was in the tubing. The infusion set detached from abdomen during sleeping. The infusion set was in use for two days. The patient replaced the infusion set and resumed insulin deliveries successfully. No additional information available.